Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to collapse of the femoral head component.

Manufacturer narrative:
.